Event description:
It was reported that during the procedure for treatment of an unspecified vessel, an otw trek dilatation catheter froze on the unspecified guide wire either during advancement or retraction. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed and the potential cause(s) of the reported resistance could not be determined. Unused devices testing had no guide wire resistance. A review of the lot history records and similar incidents could not be performed because the lot number was not provided. Based on the information reviewed and the unused devices testing, there is no indication of a product deficiency.